Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and found to be incomplete. Functional testing could not be preformed on the incomplete lead. Conclusion: the cause of the reported complaint was confirmed. As received the lead was incomplete and could not be tested. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6)2010, the patient was implanted with a trial scs system. The following day, the patient reported a loss of stimulation. The sales representative met with the patient and measured the lead's contacts and found a open circuit. On (B)(6)2010, the lead was explanted. At the explant, it was discovered that the terminal end of the lead was torn off from the multi trail stimulator and only 2 contacts remained. The patient could not explain how this happened. The patient will be implanted with a permanent system next week.